Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulties of the pacing lead were encountered. The helix could not be screwed into the myocardium although several attempts were made. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that this is not a lead failure. If information is provided in the future, a supplemental report will be issued.